Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had over sensed non-physiological noisy signals recorded on electrogram (egm). Both the pace/sense channel and the shock channel showed noisy signals. Also, shock impedance low, out of range values were noted on some measurements. A commanded shock and other procedural recommendations were discussed. According to the field representative, clinic is working to bring the patient back for further lead testing. No commanded shock has been completed. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had over sensed non-physiological noisy signals recorded on electrogram (egm). Both the pace/sense channel and the shock channel showed noisy signals. Also, shock impedance low, out of range values were noted on some measurements. A commanded shock and other procedural recommendations were discussed. According to the field representative, clinic is working to bring the patient back for further lead testing. No commanded shock has been completed. Additional information was received mentioning that the rv lead was explanted due to insulation breach and inappropriate shock with therapy exhaustion. Furthermore, high, out of range shock impedances and low, out of range pacing impedance measurements were observed. These measurements showed a gradual decline behavior. The rv lead will not be returned as it was disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.